Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 27-oct-2022 h6: investigation summary fourteen samples from lot number 2024138 were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and flow of products was good.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: while giving vaccine, they experienced issues with the needles being clogged/blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: while giving vaccine, they experienced issues with the needles being clogged/blocked.